Event description:
It was reported that the patient was explanted. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted due to routine transplant. There was no device or therapy related issue. The heartmate 3 device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) outlines the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.